Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it displaying the patient circuit disconnect alarm was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the ift.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it was displaying the patient circuit disconnect alarm. There were no reports of patient involvement associated with the reported event.